Manufacturer narrative:
Product complaint investigation summary revision of total shoulder replacement - converted to reverse shoulder due to rotator cuff failure causing pain and reduced function. Right shoulder all components explanted and replaced with reverse shoulder ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment [img_9504.jpeg]. The x-ray investigation revealed nothing indicative of a device nonconformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the global unite std stem sz 14 would not contribute to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device 110014100 /9664257 global unite std stem sz 14 and no non-conformances were related with this issue. Device history review a manufacturing record evaluation was performed for the finished device 110014100 /9664257 global unite std stem sz 14 and no non-conformances were related with this issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of total shoulder replacement - converted to reverse shoulder due to rotator cuff failure causing pain and reduced function. Right shoulder. All components explanted and replaced with reverse shoulder. Doi: (B)(6) 2022. Doe: (B)(6) 2024.